Event description:
The patient was reportedly implanted with the ICD system for brugada syndrome and he had not shown any notable episodes since the implantation. Reportedly, the patient visited the hospital on (B)(6) 2017 due to shock therapy delivery. During the follow-up, it was observed that inappropriate shocks had been delivered resulting from noise oversensing. (B)(4) shocks were recorded in device memories. The rv and svc coil continuity curves showed abnormal values below 200 ohms since (B)(6) 2017. On (B)(6) 2017, the shock therapies were deactivated and the pacing mode was changed from safer to vvi. Reportedly, the impedance curves and episodes were not displayed on the programmer screen. A re-intervention is planned. Details of the re-intervention are currently under consideration, including the option of explantation of the ICD system. Preliminary analysis results showed that based on available data, a lead issue or lead/ICD connection issue is suspected at ventricular level. Recommendations were provided on (B)(6) 2017 to perform lead revision/replacement, and to check battery status of the ICD at that time. If rrt is reached, the ICD should be replaced. On (B)(6) 2017 it was indicated that the subject lead and ICD would be explanted on (B)(6) 2017.

Event description:
The patient was reportedly implanted with the ICD system for brugada syndrome and he had not shown any notable episodes since the implantation. Reportedly, the patient visited the hospital on (B)(6) 2017 due to shock therapy delivery. During the follow-up, it was observed that inappropriate shocks had been delivered resulting from noise oversensing. Fifty-nine (59) shocks were recorded in device memories. The rv and svc coil continuity curves showed abnormal values below 200 ohms since (B)(6) 2017. On (B)(6) 2017, the shock therapies were deactivated and the pacing mode was changed from safer to vvi. Reportedly, the impedance curves and episodes were not displayed on the programmer screen. A re-intervention is planned. Details of the re-intervention are currently under consideration, including the option of explantation of the ICD system. Preliminary analysis results showed that based on available data, a lead issue or lead/ICD connection issue is suspected at ventricular level. Recommendations were provided on may 5th, 2017 to perform lead revision/replacement, and to check battery status of the ICD at that time. If rrt is reached, the ICD should be replaced.

Event description:
The patient was reportedly implanted with the ICD system for brugada syndrome and he had not shown any notable episodes since the implantation. Reportedly, the patient visited the hospital on (B)(6) 2017 due to shock therapy delivery. During the follow-up, it was observed that inappropriate shocks had been delivered resulting from noise oversensing. 59 shocks were recorded in device memories. The rv and svc coil continuity curves showed abnormal values below 200 ohms since (B)(6) 2017. On (B)(6) 2017, the shock therapies were deactivated and the pacing mode was changed from safer to vvi. Reportedly, the impedance curves and episodes were not displayed on the programmer screen. A re-intervention is planned. Details of the re-intervention are currently under consideration, including the option of explantation of the ICD system. Preliminary analysis results showed that based on available data, a lead issue or lead/ICD connection issue is suspected at ventricular level. Recommendations were provided on (B)(6) 2017 to perform lead revision/replacement, and to check battery status of the ICD at that time. If rrt is reached, the ICD should be replaced. On 8 jun 2017 it was indicated that the subject lead and ICD would be explanted on (B)(6) 2017.